Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a possible occlusion of the left subclavian vein. The right atrial (ra) lead and right ventricular (rv) lead were explanted and replace. No further patient complications have been reported as a result of this event.